Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification, results show a distorted haptic. The causal relationship between the device and the capsule tear is unknown, physician stated event was not product related. The lens met all manufacturing specifications prior to release. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that during insertion of the intraocular lens(iol) during routine cataract surgery, the patient's posterior capsule tore. The surgeon was able to complete the procedure without further complication. The association between the device and the adverse event is undeterminable. . The iol met all manufacturing specifications prior to release.